Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x24 mm taxus liberte drug eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the tortuous, severely calcified left circumflex (lcx). The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination of the device found that the hypotube had broken approximately 25.4cm distal from the catheters strain relief. There were also several kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the top assembly device history record (DHR) found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context. A complaint with a most probable root cause of operational context indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.bsc ID # a00102031/tw # 679109